Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 135 mg/dl. The customer reported that the insulin pump was shutdown, battery failed, motor failure and power failed. The customer reported that the drive support cap was protruded. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to backup plan, per healthcare professional instructions. The insulin pump will be returned for analysis.